Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter.

Event description:
The patient reported that on the last two refills, the hcp removed 12-13 mls of medication from the pump; normally they would remove 2-3 mls. The patient reported that in august, he woke up one morning and was numb from the waist down, and when he moved slightly or walked he would have spasms of his rectum. These symptoms lasted for a few days, disappeared, but came back again. There was a return of pain symptoms; he had gone from 80% pain relief to less than 50% relief. The hcp confirmed that the patient had called into the office on 09/24/2007 complaining of severe numbness of his lower extremities and an inability to walk. One week later, the patient's pump was refilled; the hcp stated there was no volume discrepancy at that refill. At the next refill, approximately one month later, the expected residual volume was 3.6 mls and the actual amount of medication removed from the pump was 9.0 mls. In 2007, a dye study was done and the results were normal. A magnetic resonance imaging (MRI) was done to rule out a granuloma (date unknown). There was no mention of a granuloma in the MRI report. The patient reported that during the MRI, multiple herniated discs in the lumbar region on his back were seen, the worse between lumbars 1 and 2. The patient reported the hcp also did a rotor study (date and results unknown). The hcp reported that the patient currently receives dilaudid 30mg/ml at 13.195 mg/day and compounded baclofen 150mcg/ml at 65.98mcg/day. The patient continued being followed at the clinic. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR. Report #: 6000030-2007-04410.